Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that a visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was found to have loss of capture. It was also reported that the patient twiddled the device and slack was pulled out of the lead causing occasional loss of capture. A lead revision was performed; the rv lead was extracted and replaced. No patient complications have been reported as a result of this event.